Event description:
Bayer case number: (B)(4). Bleeding [genital bleeding], unbearable stomach pain / pain [stomach pain], migraine [migraine], weight gain [weight gain], unbearable joint pain [joint pain], breast pain [breast pain], markedly swollen abdomen [swollen abdomen], physician never saw me again for a confirmatory test, surgeon is not my gynecologist [device monitoring procedure not performed], severe fatigue [fatigue extreme], heavy bleeding during menstrual periods [bleeding menstrual heavy]. Case narrative: the below report was received by health authority ansm - heath authorities in france (reference number: (B)(4) on 25-apr-2017. The most recent information was received on 23-jan-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of genital haemorrhage ("bleeding") in a female patient who had essure inserted (lot no: b1511). Additional non-serious events are detailed below. Product or product use issues identified: device monitoring procedure not performed ("physician never saw me again for a confirmatory test, surgeon is not my gynecologist"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced genital haemorrhage (seriousness criterion medically important), abdominal pain upper ("unbearable stomach pain / pain"), migraine ("migraine"), arthralgia ("unbearable joint pain"), breast pain ("breast pain"), abdominal distension ("markedly swollen abdomen"), fatigue ("severe fatigue") and heavy menstrual bleeding ("heavy bleeding during menstrual periods") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the outcomes for genital haemorrhage, abdominal pain upper, migraine, weight increased, arthralgia, breast pain, abdominal distension, fatigue and heavy menstrual bleeding were unknown. No causality assessment was received for essure with regard to genital haemorrhage, abdominal pain upper, migraine, weight increased, arthralgia, breast pain, abdominal distension, fatigue or heavy menstrual bleeding. The reporter commented: following placement of the essure inserts, I developed major unbearable pain. Currently awaiting removal of inserts, but the appointments are not for a long time. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 08-jun-2017 for the following meddra preferred term: genital haemorrhage. The analysis in the global safety database revealed 549 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. The most recent follow-up information incorporated above includes data received on: 23-jan-2025: new events heavy menstrual bleeding & fatigue were added. Lot number added. Further company follow-up with the regulatory authority is not possible. Case comments: we received a lot number: b1511 in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Bleeding [genital bleeding] unbearable stomach pain / pain [stomach pain] migraine [migraine] weight gain [weight gain] unbearable joint pain [joint pain] breast pain [breast pain] markedly swollen abdomen [swollen abdomen] physician never saw me again for a confirmatory test, surgeon is not my gynecologist [device monitoring procedure not performed] severe fatigue [fatigue extreme] heavy bleeding during menstrual periods [bleeding menstrual heavy] case narrative: the below report was received by health authority ansm - heath authorities in france (reference number: (B)(4) on 25-apr-2017. The most recent information was received on 19-feb-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of genital haemorrhage ("bleeding") in a female patient who had essure inserted (lot no. B1511). Additional non-serious events are detailed below. Product or product use issues identified: device monitoring procedure not performed ("physician never saw me again for a confirmatory test, surgeon is not my gynecologist"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced genital haemorrhage (seriousness criterion medically important), abdominal pain upper ("unbearable stomach pain / pain"), migraine ("migraine"), arthralgia ("unbearable joint pain"), breast pain ("breast pain"), abdominal distension ("markedly swollen abdomen"), fatigue ("severe fatigue") and heavy menstrual bleeding ("heavy bleeding during menstrual periods") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the outcomes for genital haemorrhage, abdominal pain upper, migraine, weight increased, arthralgia, breast pain, abdominal distension, fatigue and heavy menstrual bleeding were unknown. No causality assessment was received for essure with regard to genital haemorrhage, abdominal pain upper, migraine, weight increased, arthralgia, breast pain, abdominal distension, fatigue or heavy menstrual bleeding. The reporter commented: following placement of the essure inserts, I developed major unbearable pain. Currently awaiting removal of inserts, but the appointments are not for a long time. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: genital haemorrhage. The analysis in the global safety database revealed 549 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Batch number. B1511, manufacture date: 2014-03-31, expiration date: 2017-03-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 19-feb-2025: quality safety evaluation of ptc. Further company follow-up with the regulatory authority is not possible. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report